Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube would not inflate following placement. It was reported that the cuff inflated with no problems prior to use. Subsequently, a tube change out was required with no adverse patient effects.

Manufacturer narrative:
One portex® blue line ultra® tracheostomy tube was returned for analysis in used condition. No discrepancies were found upon visual inspection. Testing was performed by using a syringe to inflate the cuff while submerged under water; no discrepancies were found. The sample was inflated for more than 24 hours with no discrepancies. Relevant documents were reviewed and deemed adequate. The manufacturing process, cuff assembly operation and inflation line assembly operation were reviewed; no discrepancies were found. The inflation test was audited of 32 units with no deflated cuffs detected. Based on the evidence there is no root cause as the complaint was not confirmed.